Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the down arrow button was found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The patient claimed that the down arrow button required several presses to activate the desired pump functions for the past 1-2 weeks. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, has not yet been evaluated. Once the device is evaluated and completed a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.